Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the endoscope had horizon issues. The wrong orientation on the endoscope caused other arms to switch orientation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. The endoscope was found with no error. There was no error in the logs.